Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a suture break occurred when tension was pulled on the suture. The sutures of one new proglide device was pre-placed. The sheath was upsized to 22f and the procedure was completed. Hemostasis was achieved via the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation of the suture was confirmed as a bilateral partial cuff miss (failure to cycle). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, a bilateral partial cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.